Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday and monday with blood glucose of 400 mg/dl. Patient¿s blood glucose was 495 mg/dl. Patient's current blood glucose: 295 mg/dl. Customer reported that when she puts in carbs even when she isn't eating the pump isn't giving her insulin pump. Customer reported that she has gone to the hospital 2 times already high blood glucose. Customer went to the emergency room as a result of high blood glucose. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer¿s blood glucose down to 224 mg/dl. Customer was wearing the insulin pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer is able to perform high pressuretest at this time. Assisted with performing the hp test. Test results was insulin flow block at about 3 units. The insulin pump will not be returned for analysis.